Event description:
A pump malfunction was reported by the caller, leading to the customer's blood glucose level reaching 540 mg/dl. The customer addressed the high blood glucose by administering a correction injection via manual daily injection (mdi). Technical support assisted the caller in resetting the pump, and no further malfunctions occurred. The customer was advised to continue using the pump and to reach out if the issue reappeared.